Manufacturer narrative:
Replace with concomitant medical products: product ID: 97745 , serial#: (B)(4). Product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spin al pain. It was reported that the controller was "malfunctioning". The patient reported that she keeps getting ¿no device found¿ and was getting no pain relief. It was reported that ¿settings not available¿ appeared on the controller and the ins shuts off on its own despite not being anywhere near the controller. Patient stated that she has done a controller reset, turned the ins back on, and met with the hcp on january 3rd, february 7th, june 12th, october 16th, and december 30th of 2020, but has been unable to resolve this issue. Pss reviewed settings not available and offered to reach out to the field to further address the issue. Pss asked for clarification on the "no device found" screen. Patient stated that no device found appears "all the time", the ins is charged, she has tried using the recharger (rtm), she moves the controller closer to the ins, but is unable to resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep saw patient today. Setting unavailable were due to her patient access to rate. At time the rep saw her the rate was 65 hz and there were no issues on any of the programs. Pulsewave (pw) ranged from 300-470. Today, they adjusted to rate to 240 per hcp and keep pw and contacts the same. Patient was satisfied and there will be no further information. The cause of the ins turning off on its own was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.